Event description:
This case becomes not-reportable as sg vs bg difference value is within the limits.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose discrepancy with hyperglycemia. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-864a, mmt-6102, mmt-332a, mmt-7040a, mmt-1884. Troubleshooting was performed and customer reported minimed application is unresponsive. Deleting and reinstalling resolved the communication issue reported. Customer is reporting a discrepancy between sensor glucose vs. Blood glucose which is not within range and difference is 47 and insulin delivery suspended due to sensor glucose (sg) vs blood glucose (bg) difference. Sensor glucose (sg) value from reported event 205 mg/dl and blood glucose (bg) value from reported event 252 mg/dl. No further patient complications were reported. No product return is required for mmt-864a. No product return is required for mmt-6102. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-1884.